Manufacturer narrative:
(B)(6). One fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the device showed no t¿s or suture remains on the needle. T/suture construct was not returned for examination. The actuator is in its t2 post deployment position indicating a complete deployment of both t¿s. The device was functionally tested for proper actuator advancement and cycling and was found to function as intended. After the evaluation the root cause for the reported issue could not be determined. No further investigation is warranted at this time. (B)(4).

Event description:
During an arthroscopy acl reconstruction and meniscus repair it was reported that the surgeon pierced the meniscus with the device but decided to change position. When the surgeon withdrew the needle he noticed that the first implant already went into the meniscus, without deployment of the pusher. The t implants were removed completely and a backup device was used successfully after a five minute delay.